Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.50/+1.0/055 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved and the lens was removed. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the lens haptic broken, bent and deformed. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).